Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg would no longer hold a charge. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively. The explanted ipg was discarded.